Event description:
A critically ill neonate had been on a high frequency ventilator set on near maximum settings in a heroic efort to stabilize the baby's progressively deteriorating condition. The patient had been palced on the vent at approximately 0025 hours. At approximately 2030 hours, in the presence of staff, the ventilator started to drift down on amplitude and the driving piston failed. The patient was bagged and placed on an infant star ventilator.the patient died approximately eight hours later from his underlying illness. The failure of the ventilator did not cause or contibute to his death, of result in any other injury to the patient.the device was taken out of service and the manufacturer was notified of the failure. Using the manufacturers calibrations in the laboratory, the device was found to be slightly out of specifications. The failure was also recreated after two hours on the patient settings. The ventilator has been returned to the manufacturer for further testing and repairdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, failure to cycle, mechanical problem, modification of device, other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.